Event description:
Medtronic received information regarding an navigation system being used outside of a procedure. It was reported that there was an issue with the device. There was no patient involvement. The issue was there was connection issue and the emitter was unable to be connected. The issue was caused by a physical misfit of the cable due to damage. The issue did not occur during a procedure and no patient was present.

Manufacturer narrative:
No parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.